Event description:
No additional information has been obtained to date.

Event description:
Implant card was received stating that the patient had their generator explanted on (B)(6) 2015. No attempts for product return were made as the explanting facility does not return explanted product. Therefore, no product analysis can be performed.

Event description:
It was reported that the patient was going to undergo surgery that was unrelated to vns and electrocautery precautions were requested. The physician was provided these precautions and the surgery was started. It was reported that the generator was interrogated prior to surgery and diagnostics were within normal limits. At the completion of the surgery device diagnostics showed eos = yes, pulse disabled indicating that the device had come in contact with electrocautery. The lead impedance was ok with 1647 ohms. The reporter was informed that generator replacement would most likely be required for the patient to continue vns therapy. Attempts to obtain additional information will be made, but no additional information has been received to date.